Event description:
Afflilate reports that there was swelling around valve mechanism. The shunt was explored and a fracture was identified between the valve and siphonguard. A fracture identified in situ before the unit was removed. Codman us was only made aware of this complaint on 02/27/2006. Therefore as a result this complaint is being filed late.